Manufacturer narrative:
E1, establishment name: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchovideoscope had an error code e237 (light source error). The issue occurred during a diagnostic bronchofibroscopy procedure completed with the same device. There was no procedural delay, and the patient was under conscious sedation. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer investigation results. Correction to e1 (establishment name- (B)(6) hosp.). Based on the results of the investigation, the reported issue of error message e237 was not confirmed, and a definitive root cause cannot be determined. The device was evaluated where an additional reportable malfunction was noted that there was peeling off coating on insertion section and the following may have occurred by application of stress: physical stress such as rubbing or hitting insertion section. Chemical stress by performing reprocessing not recommended in IFU. Stress by inferior storage environment (in direct sunlight, at high temperature, in high humidity, exposed to x-rays and/or ultraviolet rays, etc.). However, a definitive root cause could not be determined. The subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU): "important information ¿ please read before use ¦warnings and cautions: caution: turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image: confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.